Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported form this lot. It was reported that the decision was made to remove the barewire from the emboshield, and replace it with a non-abbott guide wire. The nav6 eps was re-inserted into the patient; however, the filter floated off the non-abbott guide wire and lodged horizontally in the carotid artery. It should be noted that the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat an 80-90% stenosed, heavily calcified lesion in the heavily tortuous internal carotid artery. The accunet embolic protection system (eps) failed to cross the lesion due to interactions with the patient's anatomy and was withdrawn without issue. There was no damage noted to the accunet eps. There were no reported adverse patient effects and no reported clinically significant delay in the procedure related to the failure to cross. The emboshield nav6 eps failed to cross the lesion due to interactions with the patient's anatomy and was withdrawn without issue. There was no damage noted to the emboshield nav6 eps. There were no reported adverse patient effects and no reported clinically significant delay in the procedure related to the failure to cross. The decision was made to remove the barewire from the emboshield, and replace it with a non-abbott guide wire. The nav6 eps was re-inserted into the patient. An acculink stent was successfully deployed, followed by post-dilatation using a 6.0mm balloon dilatation catheter (bdc). During advancement of the nav6 recovery catheter, the filter came off the non-abbott guide wire, migrated distally, and lodged horizontally in the carotid artery. The patient experienced a stroke, which was treated with unspecified medicine. Attempts to snare the filter were unsuccessful; thus, the patient was intubated and air-lifted to another hospital for further treatment. A neurosurgeon was able to successfully retrieve the filter intravascularly with a percutaneous approach. No surgery was needed. As of (B)(6) 2014, the patient remains hospitalized, but is stable and seems to be recovering well. There was no additional information provided.